Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200s-range mg/dl and 98 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported the system's left monitor intermittently failed to display images. No report of patient injury.